Event description:
It was reported that the patient underwent an ipg upgrade procedure and the physician discovered that the ipg was corroded due to a chemical reaction from the fluid leak outside of the ipg. The ipg and other substance was completely encapsulated in a membrane of tissue. The physician was able to remove the encapsulation and leak from the ipg and irrigated the pocket site. The patient was doing well postoperatively.